Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The nebulizer stopped dispensing the medicine while the end user was using unit.